Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous coronary artery. A 1.50mmx15mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).